Event description:
Affiliate reported that the micro sensor was implanted on (B) (6) 2009 without anomalies. On (B) (6) 2009 at 8am, the monitor indicated the last pressure reading of 8mmhg and then failed. The unit started a continuous sound that could not be stopped. Additional information from the affiliate explained that the patient was not injured in any way, however, the patient was without monitoring for two hours.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.